Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, scratch was observed on the lens after implantation. Additional information has been received and stated that in surgeon¿s opinion it was injector or cartridge that caused the event and the surgeon was unsure. There was no patient harm.

Manufacturer narrative:
The company cartridge was not returned for an evaluation. The associated lens was returned positioned incorrectly in the lens case in the lens carton. Solution was dried on the intra ocular lens (iol). The optic was cut into three portions, typical of an insertion and removal. One optic portion has an area of cracked damage. This was most likely interpreted as the reported scratch damage. The optic has cracks on the anterior and posterior in the shape of an instrument used to grasp the lens. Two areas of the optic edge were cracked on the anterior and posterior surfaces. Company product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Information was provided that indicated the use of a qualified lens, handpiece, and viscoelastic. The root cause cannot be determined for the reported complaint. The complaint product was not returned for an evaluation. The associated lens was returned, cut into pieces, typical of an insertion and removal. The optic has cracked areas near the edge which may have been interpreted as the "scratch on lens". The completed questionnaire indicated that the company cartridge or company injector may have caused the lens damage. The root cause may be related to a failure to follow the instruction for use (IFU). The completed questionnaire also indicated that the lens remained in a folded condition in the cartridge for approximately 5 minutes. The specific amount of time is unknown. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).